Manufacturer narrative:
The ccp told the field service rep (fsr) he did not think it was an issue with the unit that resulted in this patient's death.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the patient incurred mass hemolysis which later resulted in the patient expiring. We are not aware of any devices being changed out. The surgical procedure was completed. Per the clinical review on (B)(6) 2014: this hospital uses a system-1 with medtronic disposable products. A medtronic biomedicus pump (both hardware and disposable) is used as the arterial pump and the hardware is mounted to the system-1 but is not connected to system-1 safety systems. The manufacturer was notified that this patient expired during the post-operative course. The ccp was not a liberty to provide any details regarding this case. The ccp stated the hosp did submit a medwatch report to the FDA. According to perfusionist (ccp), there were signs of excessive hemolysis (hematuria) during and after cpb. According to the ccp, one of the theories being considered as a cause of the hemolysis is a transfusion reaction. As a precaution, the hosp is exploring other potential causes of excessive hemolysis and suction is one of the areas being assessed. The manufacturer became aware of this patient death, as the ccp, inquired of what pump info is collected by the system-1 logs. Clinical services told the ccp, that the roller pump flow rates (calculated based on pump speed and tubing size) are tracked in the logs and this info is time stamped. The ccp is not certain, at this time, if the logs will be collected and analyzed, but he did not want to know what info is tracked in the log system. The ccp stated he will provide info to risk management (of the hosp) and they will contact the manufacturer if additional support is requested (ie: collect/analyze logs and/or inspect the system-1 roller pumps). According to the ccp, there were no error codes and no issues with setting occlusion of the suction roller pump and/or other roller pumps. The ccp states that there were no visible functional issues with the pumps or any other components of system-1 during this procedure. They simply want to consider all potential causes of excessive hemolysis during their root cause analysis. The surgical procedure was completed, as scheduled and without delay. No part of the cpb circuit was changed out during the procedure.